Manufacturer narrative:
The manufacturer was unable to conduct an investigation as the patient remains on going with the implanted device and no further issues have been reported. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the vad coordinator noticed a pump stop alarm when reviewing the device history. A tear in the driveline was observed and repaired with rescue tape. No alarms could be induced when manipulating the driveline. It was determined that the tear in the driveline was not a factor in the event. The device log file was reviewed by the manufacturer¿s technical services and it indicated that all power sources, including the emergency backup battery, had been depleted when the pump stop occurred. The event was believed to be a result of use error as the patient has alzheimer¿s disease. It was reported that the patient¿s caregiver may receive additional equipment training. The patient was asymptomatic at the time of the event.

Manufacturer narrative:
Approximate age of device: 2 years, 1 month. The patient remains ongoing with the implanted device. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.